Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
**Update** (B)(4) 2014- plaintiff¿s preliminary disclosure form was received, which identified dob. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation alleged the patient suffered weakness, soreness, a grinding sensation within the joint, antalgic gain, pain, tenderness, cystic lesions and dangerously high blood levels of chromium and cobalt since being implanted with the asr hip. Chromium levels were allegedly measured at 2.7 on (B)(6) 2010, 1.4 on (B)(6) 2011, and 2.3 on (B)(6) 2012; while cobalt levels were measured at 3.0 on (B)(6) 2010, 2.8 on (B)(6) 2011, and 4.6 on (B)(6) 2012. An MRI of the implant site reportedly revealed moderate adverse tissue reaction and anterior column and focal femoral osteolysis with prominent bone resorption proximal femoral component.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.